Event description:
Boston scientific crm received information that this device was returned for unknown reasons. There was no malfunction reported by the field. Initial analysis revealed the device telemetry operations were normal; no hardware sets. Further analysis will be performed due to a possible device malfunction. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed normal pacing and sensing. Induced damage was revealed in the accelerometer.